Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed on the device. Additional observations: ¿ crease flat is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Information in this report was previous submitted in MDR 2641652, which was found to be a duplicate of this pr 2639244. All information is being consolidated into this record. Additional, changed, and/or corrected data: a2, a4, d4, h4.